Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the rehab unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the upper control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed any preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.